Event description:
It was reported that the remote monitor had missed one or more nightly audit. It was reported that the remote monitor display was unresponsive on cloud with an arrow on the screen. It was then found out that the reader was not detecting the implantable cardiac monitor (icm) since its been three years without sending data. The patient was asked to power cycle the remote monitor and then reattempt a manual transmission. It was recommended that the patient attend an in clinic check to confirm the underlying issue is not the implanted device battery. The patient management database confirmed that the remote monitor did not have any successful transmissions since the date of the call. The remote monitor remains in use. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.